Event description:
Litigation alleged the patient suffered pain, discomfort, soreness; malaise, swelling, loss of energy, immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries due to exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 04/18/2014 - medical records received. Patient was revised to address fluid collection. The information received does not change the MDR decision. This complaint was updated on: 05/07/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update: 03/24/2014 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation.